Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) broken guide wire; damaged during implant attempt.

Event description:
It was reported that there were multiple attempts to place the lead in different veins, but the lead was too big and the guide wire broke. The broken distal part of the guidewire was removed. No patient complications were reported as a result of this event.